Event description:
The facility reported an infusion pump that delivered inaccurately. It was not known if this occurred while infusing on a pt. The facility representative stated that no pt incident was reported on this pump since the last baxter service event. Although information was obtained, none was available regarding pt demographics, medication involved and pump programming and setup.